Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button required multiple presses to activate the pump screen. Reportedly, the customer's blood glucose level may have gone above 500 mg/dl. The customer delivered a bolus via the pump. The customer was able to access the pump features by connecting the pump to a power source. The customer has manual injections available as alternate insulin therapy.